Manufacturer narrative:
G4: 14sep2020, b4: 15sep2020 . Information was received that the reported issue occurred during set up of the device, there was no delay to therapy. It was reported that the touchscreen was functioning. The biomedical engineer replaced the front bezel to address the reported issue and the unit was return to use. Reportedly, the defective front bezel was scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jul2020.

Event description:
It was reported that the ventilator when attempting to make setting changes that the setting values bounce back and forth. There was no patient involvement. The customer troubleshot with technical support and verified that the navigation ring was defective. The customer was advised to replace the front bezel and was provided with part number.